Event description:
Healthcare professional reported right side exchange of textured breast implants due to the patient¿s concern with the product. A different healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "previously documented cysts in the lateral right breast again noted."

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange of textured breast implants due to the patient¿s concern with the product. A different healthcare professional reported a right side rupture. The device has been explanted.